Event description:
A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a total laparoscopic hysterectomy, the device was loaded and put into the patient. When the user tried to utilize the device, the needle fell off and separated from device. Nothing fell into the patient cavity. To correct this condition, a suture was used to finish the closure. No adverse events have been reported.